Event description:
Hcp reports part of lead remains in patient. Patient was having stimulation system replaced due to battery depletion. Lead was to remain in use with the new battery. During the procedure the lead would not align with the connector so new leads were placed. The hcp was unable to remove all of the old lead. The procedure was concluded in the normal fashion. Leaving a portion of the old lead in place. No serious injuries or other symptoms reported.